Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, approximately one month prior to reporting, the patient¿s omnipod controller could not power on or charge despite attempts with different charging cables. This issue prevented activation of a new pod and subsequently led to the patient¿s blood glucose levels increasing to approximately 970 mg/dl. The specific event date was not provided; therefore, the event date included in this report is approximate. The patient reported being hospitalized and diagnosed with diabetic ketoacidosis and elevated blood acidity levels. Treatment during hospitalization included insulin infusion and fluids. The patient remained hospitalized for approximately one week; the specific discharge date was not provided.